Manufacturer narrative:
Device eval begun, but not yet completed.

Event description:
It was reported that a pt, supported by long-term volume ventilation using a breathing circuit containing the device, experienced respiratory distress followed by respiratory arrest. The volume ventilator was disconnected and replaced by a manual resuscitator operated by a respiratory therapist who noted the pt was difficult to ventilate due to flow resistance. The respiratory therapist removed the device from the breathing circuit and then was able to ventilate the pt without difficulty. The pt's oxygen saturation increased from 84% to 95 %. Two days following the event, the pt required chest tube insertion for right pneumothorax. Six days after the event, a chest x-ray showed that the pneumothorax was resolving. The involved device had been placed in the breathing circuit, as part of the health care facility's routine change process, less than 12 hours preceding this event. Prior to this event, and subsequent to the installation of the device in the breathing circuit, the pt had been administered the medications albuterol and ipratropium in nebulization treatments.